Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vessels were severely tortuous with slight calcification. It was reported that when the physician attempted to advance the delivery system the delivery system kinked due to the severe angulation of the aortic neck. The delivery system was removed. The pt was not a good surgical candidate and no further intervention was performed. No sequelae were reported and the pt is reported to be fine. The device was discarded by the user facility.